Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the metaglene at the bone to implant interface. It was reported that 2 locking screws snapped. The patient was a chronic traumatic dislocation. No other information is available. Doi: (B)(6) 2010. Dor: (B)(6) 2020. Right shoulder.